Event description:
The manufacturer received information alleging a service required alarm condition, indicating a sensor mismatch error was observed after the device's firmware was upgraded. There was no harm or injury reported. The device was not in patient use. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.